Manufacturer narrative:
A comprehensive re-review is being conducted with results not available at the time of this report. This re-review includes manufacturing records, sterilization run reports, environmental monitoring review, quality control/assurance review and release, and review of the complaints database for related complaints for the lot. Once results are available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) received a complaint indicating that a patient underwent resection of a spinal tumor with implantation of an integra bovine pericardium dural graft. Ten days post-operatively, the patient was readmitted for a csf leak. The surgeon stated that the graft was noted to have several holes and mentioned that the patient was on a high dose steroid therapy. The graft was explanted (most of it was suctioned and the rest was dissected from the margins of the closure) and discarded. A pseudomeningocele csf culture was obtained and was positive for staphylococcus caprae and propionibacterium acnes (from the deeper collection of fluid; a superficial collection which was aspirated a few days earlier was negative for growth). The surgeon understands that s. Caprae is a normal skin organism but he has never had any post-operative infections with that organism. The patient was at risk for an early dehiscence/infection as he is a brittle diabetic, was on steroids post-op and admitted to being non-compliant, engaging in physical activities he was told to avoid. The surgeon would like to ensure there was no possible pre-existing contamination of the lot.

Manufacturer narrative:
The xenograft was not returned for evaluation. Therefore, a comprehensive records re-review was conducted, which included manufacturing records, sterilization run reports, quality control/assurance reviews and release, and the complaints database for related complaints associated with the lot. There were two departures associated with the k batch. One departure stated that during production a form sheet that was used was not filled in compliance with gmp requirements. However, no products were directly affected. The second departure stated that the k batch was sterilized before the planned date. Thus, the expiration date on the labels was not in compliance with the length stated in the sop. As per a risk analysis done by heads of production, quality, medical device safety officer and the management representative, no product risk was present. It can be concluded that none of these departures had a negative impact on the product quality of the complaint product. Environmental data generated during and around the time of processing the graft were acceptable. Manufacturing records indicate that serial ID (B)(4) met all specification requirements at the time of release. To date, rti has manufactured and distributed 31 bovine pericardium implants from lot nz14510010 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications are associated with an event or source extrinsic to the xenograft implant.